Event description:
On (B)(6) 2025 the reporter reported that on (B)(6) 2025 the user experienced hyperglycemia with blood glucose (bg) levels of over 500 mg/dl following initiating the ilet system independently. The user was transported to the hospital by a caregiver where the user was treated with fluids and IV dextrose and discharged (B)(6) 2025. No long-term health effects were reported.